Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2017 with the following findings: during investigation, the pump failed to power on. The bolus button was missing. There was moisture observed in the display. The pump leaked at the bolus button. The pump was opened and there was moisture damage found on the printed circuit board. There was no power to the pump due to moisture damage. The groove on the battery cap was found to be damaged. There was no other damage to the battery cap. There was difficulty removing the cap.